Manufacturer narrative:
Patient information provided.patient weight was unavailable.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation completed. The site has 2 microscopes and does not recall which one was used in the reported procedure. During inspection after the case, both microscopes were found to be accurate when selecting the correct corresponding bracket. Software is functioning as designed. Determined this issue due to use error. (B)(4) 2014 a medtronic representative, following-up at the site, reported registration was checked and in a mock registration, the reported issue was replicated. Recommendations were made to the site regarding proper protocol to select the correct scope in the software.

Event description:
A site representative reported that, while in a cranial procedure, the site staff was setting-up their zeiss pentero microscope for the first time. The medtronic representative walked the site representative through the steps to add the equipment to the set-up equipment page. The site representative did not know which of their two zeiss microscopes was currently being used in this procedure. Once the site had green status on the scope they attempted to navigate, however, the focus on the navigation system appeared to be approximately 6mm to the left of where the surgeon was actually pointing on the scope. The surgeon opted to continue the procedure to completion with the use of the navigation system. There was no impact on patient outcome.